Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during carpel tunnel repair (open) procedure, the needle broke. The surgeon stated that patient was showing abscess post -operatively. He also stated that the needle did not seem durable, sharp, and suture site (closing of skin) was infected. Medical or surgical intervention was needed, soak or antibiotic treatment was prescribed patient status: alive with injury.